Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection, along with the removal of the fillport cap, identified backflow and leaking from the fill port. The sample was disassembled and examined. A glass fragment (approximately 0.4 square mm in size) was found under the check-band. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor leaked from the filling port. This malfunction occurred while the device was being stored. There was no patient involvement. Additional information was requested and is not available.